Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete device, patient and event information.

Event description:
Related manufacturer reference number: 3006705815-2022-00966, related manufacturer reference number: 1627487-2022-01070, related manufacturer reference number: 1627487-2022-01071. It was reported the patient experienced pain at the anchor site and ineffective stimulation. As a result, surgical intervention was undertaken wherein the entire system was explanted.